Event description:
The pt experienced shocking/jolting to the entire buttock area into the right leg and knee. The pt had pain at the device site as well. The pt's therapy had been fine up to this point. There was no new equipment in the home, no procedures performed and no falls or incidents. However, the pt had gained (B) (6). The pt turned the device off that evening, but still felt the pulsating. The pain could be reproduced with palpation. Impedances were normal. Longevity calculations were performed and showed the device had approx 1-4 months remaining. Despite multiple follow-up attempts, no additional info was obtained.

Manufacturer narrative:
(B) (4).